Event description:
This lead was implanted on (B)(6) 2006 and was explanted on (B)(6) 2014 due to lead wires being exposed near the terminal pin. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).